Manufacturer narrative:
(B)(4). Batch # n91c6j. The analysis results of the 2d5lt found that it was received with the reset button in disarmed position. In order to evaluate the reported incident, the instrument was functionally tested; when the reset button was pushed to the armed position it was noted that the button returned to the unarmed position and the shield remained locked preventing the exposure of the blade. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was defective and would not lock. The procedure was completed using a like device. No patient consequences were reported.